Event description:
It was reported that a motor rate error event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed top case is cracked by tube holder. Bottom case is cracked by l-bracket screws and all hinges are cracked. Plunger head is cracked by all crews. Motor rate error was found during occlusion test. The root cause of the reported issue was normal wear, device was over thirteen years old. Combination of motor assembly, leadscrew and clutch halves were found old, dirty and worn out due to normal wear. Actions taken to mitigate the reported issue: replaced stepper motor, worm coupling, worm gear, motor bracket, delrin washer, leadscrew and clutch halves. Performed occlusion test and all functional tests which passed.